Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2011 due to high threshold and variable impedance, 440->2500 ohms. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).